Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to the cylinders did not inflate. The tube connecting the cylinders to the pump was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to the cylinders did not inflate. The tube connecting the cylinders to the pump was broken. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder was leak tested and a slight bulging was observed, no leaks were found. The second cylinder had a leak in the inner tubing, which led to air in the outer tubing. The pump was visually and microscopically examined, and leak tested. A leak in one of the cylinders kink resistant tubing (krt) from fatigue was identified. Based on the information available and analysis results, the leak identified in the krt could have caused or contributed to the reported clinical observation of broken tubing.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to the cylinders did not inflate. The tube connecting the cylinders to the pump was broken. All components were removed and replaced. There were no patient complications.